Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2020, anomalies were observed in the pacemaker memory and on the lead impedance and detection curves for both atrial and ventricular channels between end of (B)(6) 2020 and beginning of (B)(6) 2020.